Event description:
It was reported that during the implant procedure, the atrial lead was relocated several times within the right atrium due to low sensing values. Once acceptable values were found, the lead was implanted. Subsequently, sensing values further decreased. On (B)(6) 2014 attempts to reposition the lead were unsuccessful and the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.